Manufacturer narrative:
The device was not returned; therefore a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. The review of the lhr (lot f1012401) indicated that the mynx device met all performance specs prior to shipment. No files attached.

Event description:
It was reported to the aci sales professional on (B)(6) 2010 that a pt underwent a diagnostic coronary procedure on (B)(6) 2010. There were no reports of complications during the procedure. Following the procedure, the mynx was used for femoral arterial closure. The radiology technologist (rt) who deployed the device was a trained user of the mynx. There were no reports of complications during the closure. Three days post procedure, the pt returned to the hosp and was diagnosed with a pseudoaneurysm (psa). The pt was treated with a thrombin injection and was reported to be doing fine with no further clinical sequela.